Event description:
It was reported that the physician was performing a tonsillectomy on a pediatric patient using a procise xp plasma wand. The physician was utilizing a metal mouth gag during the procedure. It was reported that intra-operative, the black insulation on the shaft of the wand approximately two inches from the distal end was burning. A new procise xp plasma wand from the same lot number was retrieved and used in the procedure. Reportedly the same issue happened with the second wand, approximately two inches from the distal, it appeared the wand burnt completely through the insulation down to the metal shaft of the wand. The procedure was completed using a bovie, an alternative surgical method. It was discovered that the patient had sustained a dime size burn on the bottom lip which appeared to be sub-mucosal only. The procedure was ultimately completed and no other issues were reported as a result of the event.

Manufacturer narrative:
Reference manufacturers report(s): 9019871-2012-00365. Evaluation summary: visual inspection of the device showed that the shaft was damaged and improperly bent. The sheath on the shaft of the wand was found with cuts. Foreign metal shavings were visible on the shaft around the spacer. The wand was functionally tested at default and max settings, and performed to specification. The IFU provides the following precaution: "do not contact metal objects such as a mouth gag while activating the plasma wand. It may damage the wand tip, the wand shaft insulation, or cause malfunction, or injury may result. Damaged insulation could lead to unwanted electrical conduction resulting in patient burns."